Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to capture at high output and exhibited high pacing impedance. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted. The s-curve height was measured to be within specification.